Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deflation difficulties occurred. The 100% stenosed target lesion was located in the mildly tortuous and calcified left circumflex (lcx). The 1.5x8mm apex balloon was advanced to the lesion, and it was noted that the physician felt a little resistance. The lesion was dilated and the balloon was completely inflated at 14atms on first inflation. The balloon was then unable to deflate. The physician attempted to push and pull the balloon, but it still was unable to deflate. The balloon remained inflated for 1 hour. The physician advanced a 2.5mm unspecified balloon to the lesion and the balloon was inflated next to the apex balloon. The inflated apex balloon was then able to be removed from the pt intact. It was noted by the physician that no kinks were found on the apex balloon and the device was able to inflate and deflate outside the pt's body. The procedure was completed with the 2.5mm unspecified balloon. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.